Event description:
Reason for revision: alval / soft tissue reaction caused by femoral head and acetabular cup.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: correction: d6 - implant date. Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint - asr revision recommended - date unknown, asr xl - right hip, reason for revision unknown. Update from (B)(6) email (B)(6) 2012: date of revision, hospital, surgeon. Update rec'd (B)(6) 2013 - reason for revision - alval/ soft tissue damage. Update - (B)(6) 2014 - added osteolysis and patient demand as reasons for revision, added stem product, added expiry date to all products along with brand name, manufacture facilities, date of manufacture, common name and construct type. Marked as clinical trial and added ref number. Added patient gender, height and weight. (B)(4).

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Event description:
Asr revision. Asr xl - right hip. Reason for revision unknown. Update from (B)(4) email (B)(6) 2012: date of revision, hospital, surgeon.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.